Event description:
It was reported that five arterial kits from lot number 71F26C0995 were opened for use during the same procedure. Upon opening, the spring wire guide (SWG) contained within each kit was observed to be bent/kinked. The issue was identified prior to patient use, and none of the affected devices were used. There was no patient involvement associated with this event. No patient injury, adverse health consequences, or clinically significant harm were reported. Associated MDRs include 3006425876-2026-00820 (Device #1), 3006425876-2026-00839 (Device #2), 3006425876-2026-00840 (Device #3), 3006425876-2026-00841 (Device #4)

Manufacturer narrative:
QN#(B)(4).